Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis found insulation abrasion between 4 and 3 cm proximal of the tip electrode. This damage is with high probability the cause of the clinical complaint. The observed damage manifestation leads to the assumption of friction against a neighboring partner lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 67 months, ventricular undersensing was reported. The lead was explanted and replaced.